Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a motor error alarm during priming. The blood glucose reading is 218 mg/dl. The insulin pump will be replaced. Nothing further reported.